Event description:
It was reported that the leads had high impedances. The patient underwent lead replacement procedure. The patient fully recovered postoperatively. The explanted devices were not returned.

Event description:
It was reported that the leads had high impedances. The patient underwent lead replacement procedure. The patient fully recovered postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Investigation result: the device was not returned for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.